Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarm due to critical pump error (open book image) alarm. The information provided in section date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no drops or bumps but she had a crack on battery compartment as well as motor safety circuit failed test and alarm did not clear by selecting ok. Customer's blood glucose level was unknown at the time of the incident. The customer did not do all troubleshooting for insulin pump error and got critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.